Manufacturer narrative:
The company rep examined the system and replaced the air/fluid controller printed circuit board assembly (pcba). The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported the viscous fluid control was not working during a vitrectomy procedure. The procedure was completed with the same equipment, using a manual procedure.